Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and deformity.

Event description:
Healthcare professional reported "pain and deformity of the left breast" and rupture during the explant surgery. Device has been explanted.

Manufacturer narrative:
E1. Facility name continued: (B)(6).

Event description:
Healthcare professional reported "pain and deformity of the left breast" and rupture during the explant surgery. Device has been explanted.